Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Unable to confirm the insertion anomaly due to the insertion needle not being returned. Only the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a sensor whose needle was stuck in the body and the needle hub broke off in the serter. Blood glucose level at the time of the incident was 184 mg/dl. The customer reported that she removed the sensor using pliers. Customer also reported that the site was actively bleeding. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.